Manufacturer narrative:
No sample has been returned for evaluation for the report of leaking trocar; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are 20 additional complaints associated with the lot for the reported issue. No sample was returned and the device history record review of the lot number provided indicated product was processed and released according to the product¿s acceptance criteria, therefore the root cause for the defect experienced by the customer cannot be determined. The exact root cause for this complaint is unknown. Investigations have been completed and actions are presently being implemented in order to improve the performance of the valves. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A company representative reported when the trocars were inserted, they leaked copiously, during a vitrectomy procedure. The procedure was completed without delay. There was no known patient harm. No additional information is expected.